Event description:
Healthcare professional later reported right side "pain and abnormal lump", capsular contracture, baker grade iii, "deformity" and "scattered benign calcification are seen" confirmed via mammogram.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b5, b6, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, h3, h6

Event description:
Patient reported right side "disfigured, bump" and capsular contracture baker grade unknown. Healthcare professional later reported "pain and abnormal lump", capsular contracture, baker grade iii, "deformity" and "scattered benign calcification are seen" confirmed via mammogram. Device has been explanted and not replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Patient reported right-side "disfigured, bump" and capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Pthe device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. Calcification: not observed. As per the investigation procedure deformation, creases and wear abrasion completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h3; h6.

Event description:
Patient reported right side "disfigured, bump" and capsular contracture baker grade unknown. Healthcare professional later reported "pain and abnormal lump", capsular contracture, baker grade iii, "deformity" and "scattered benign calcification are seen" confirmed via mammogram. Device has been explanted and not replaced.